Event description:
It was reported the device would not cross due to a portion of the distal stent protruding. Reportedly, there was a ridge between the tip and the sheath preventing the physician from crossing. There were no pt complications reported. No further details were provided.

Manufacturer narrative:
Eval results: pre-decontamination examination found that the device was received with the shipping lock still in the handle. There were no kinks in the sheath and the handle was in good condition. There was about a 1.5mm gap between the tip and the exposed stent and a 3mm gap between the tip and the ro marker. This condition is due to shrinkage of the sheath during sterilization. A CAPA has been initiated to address the reported malfunction.